Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event of infusion set tubing detachment on 22-jun-2024. The location of the site was at left abdomen. Patient's blood glucose level was noticed 185 mg/dl. No further information was available.